Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky material on the side rail latch. The technician cleaned and lubricated the side rail latch to resolve the issue.